Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was disconnected. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20053244 it was reported that a complete disconnect on the primary pump tubing at the access hub port was noticed during priming.

Manufacturer narrative:
It was reported that a complete disconnect on the primary pump tubing at the access hub port was noticed during priming. Received is one used primary set model 2426-0500 lot 20043192. Attached to the set¿s drip chamber spike is a baxter infusion bag (lot number: y304733, exp: oct20) of 5% dextrose injection. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing (p/n tc10012940) to the drip chamber (p/n 630-00363). Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on the tubing (p/n tc10012940). Small portions of the tubing were cut into three sections nearest to the separation and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.145 +/-0.003" inches. Equipment used (measurement and testing performed on (B)(6) 2020) - optical ram-cnc, eq08204, calibration due date: 5-feb-21 a device history record for model 2426-0500 with lot number 20043192 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 14apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report of a disconnect on the primary pump tubing at the access hub port was confirmed to be a separation at the engagement between the tubing to the drip chamber. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was disconnected. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20053244. It was reported that a complete disconnect on the primary pump tubing at the access hub port was noticed during priming.